Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system gave an erroneously elevated sodium (na) result for an unk number of pt samples. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The erroneous results triggered automatic critical reruns. The repeated results were within the reference range. Prior to the events, the system was calibrated and a quality control (qc) recovered within the lab's established ranges. The customer did not provide any sample info. The customer did provide a single set of original and repeat results.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system, cleaned the seals for valves at the wash cup assembly, removed the ratio pump and replaced the seals, and conditioned the ise electrodes. A clear root cause has not been identified for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.